Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number/serial number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a propex pixi row was giving incorrect measurement. No injury occurred.

Manufacturer narrative:
Investigation results: (B)(6) china maintenance record: (B)(6) 2023 customer sent repair. At that time, the battery failed to charge and needed to be replaced. Measuring line lip clamp normal. Root cause: battery defective (example: low battery life, internal resistance too high).